Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis found that when the hybrid was powered by an external supply, testing and evaluation reported normal operation with typical current drain levels and functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to battery depletion. The icm is no longer in use. No patient complications have been reported as a result of this event.